Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results are registered as conform to the specifications, especially the extrusion force value showing an expected consistency of the product. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the second one with ¿pain¿ event, and the first one with ¿bruising¿ event for this batch. The sterilization cycle is registered as conform.

Event description:
Allergan sales representative reported on behalf of the injecting healthcare professional that immediately after injection with 2 syringes of juvederm voluma xc, the patient reported experiencing "severe bruising" in the left cheekbone. The bruising has since resolved and was described as lasting "approximately one month." Approximately one month and a week later after injection, the patient developed "pain when chewing" in their left cheekbone. Upon further follow up with the healthcare professional, patient was treated with hyaluronidase approximately 3 months after injection. Symptoms resolved completely approximately 3 and a half months after injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe bruising and pain when chewing are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Allergan sales representative reported on behalf of the injecting healthcare professional that immediately after injection with 2 syringes of juvederm voluma xc, the patient reported experiencing "severe bruising" in the left cheekbone. The bruising has since resolved and was described as lasting "approximately one month." Approximately one month and a week later after injection, the patient developed "pain when chewing" in their left cheekbone. Upon further follow up with the healthcare professional, patient was treated with hyaluronidase approximately 3 months after injection. Symptoms resolved completely approximately 3 and a half months after injection.